Event description:
This event was captured on review of the article "arteriotomy closure device safety after percutaneous coronary intervention in the direct thrombin inhibitor era: a comparative study." It was reported that a single (B)(4) study identified 14,354, patients who underwent percutaneous coronary intervention over an eight year period, 2000 to 2008. The perclose device was used on 4,586 patients. The failure methods and number of device failures was not reported. Of the 4,586 perclose device patients, 401 had complications. Clinical outcomes were as follows: 70 hematoma greater than 5 cm; 1 av fistula; 6 pseudoaneurysm; 16 retroperitoneal bleed; 64 transfusion; 25 bleeding; 2 vascular occlusion; 5 infection; 35 mechanical compression; 177 any complication. Additionally 3 patients required vascular surgery (type of closure device for these patients was not provided). No additional information was provided.

Manufacturer narrative:
(B)(4). Sheath: 5f to 8f. Other: bivalirudin, glycoprotein iib/iiia inhibitor, heparin, clopidogrel, ticlopidine. The article was published online on (B)(4) 2012. It is indicated that the devices are not returning for evaluation. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. (B)(4).